Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for u rgency frequency. It was reported by an advanced evaluation patient they kept wakingup at night because of the pain around the incision. On (B)(6) 2019 the patient reported they believed they had an infection because they had been traveling. There were no further complications reported/anticipated.